Event description:
While performing preventive maintenance, the customer reported the ventilator would not power on via ac power if the internal battery was disconnected. The ventilator was not in use therefore there was no patient involvement or harm. The manufacturers service technician was able to duplicate the reported problem. The service technician replaced the power management pcb board to address the reported problem. Applicable final testing was completed and tests passed to operating specifications. Analysis of the power management pcb board revealed a component failure that may result in the unit shutting down and alarming during use in normal ventilation operation.